Event description:
It was reported the flexor parallel ureteral access sheath and dilators¿ package was found unsealed during an unspecified procedure. Upon opening the package, the sheath slipped out reportedly due to a missing seam. It was not used. A new sheath was opened to complete the procedure. There is no additional information. The patient did not experience any adverse effects due to this issue.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. H3: device evaluation anticipated, but not yet begun this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Correction: d9. Investigation ¿ evaluation: it was reported the flexor parallel ureteral access sheath and dilators¿ package was found unsealed during an unspecified procedure. Upon opening the package, the sheath slipped out reportedly due to a missing seam. It was not used. A new sheath was opened to complete the procedure. There is no additional information. The patient did not experience any adverse effects due to this issue. Reviews of the complaint history, device history record (DHR), manufacturer¿s instructions (mi), and quality control (qc) procedures were conducted during the investigation. Functional tests and visual inspection of the returned complaint device were also conducted. One device was returned for investigation in opened packaging. End of external packaging not sealed. No evidence of seal present. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no related non-conformances reported for this incident. A complaint history database search showed no other related complaints associated with the failure mode for the complaint device lot. While the device was not manufactured to current specifications, because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The returned device was found to have a pouch without a closing seal. Based upon the available information, inspection of the returned device, and results of the investigation, cook has concluded that the cause of the complaint was a manufacturing issue. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints per the risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.